Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette)per medwatch (mw5107659, report date:(B)(6) 2022): call transferred from answering service patient's husband called regarding a pump malfunction. Pump rate 79 ml/24 hr. No disposable, clamp tubing. Patient's husband changed cassette and pump and issue was resolved. Advised if original pump continues to be malfunctioning to call pharmacy for replacement. Patient's husband stated understanding. 010 the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the patient have add'l cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes: is the infusion life-sustaining? Yes: what is the outcome of the event? Resolved. Reported by patient/caregiver.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 6-may-2022 via email and attached to complaint object: patient details updated.